Event description:
It was reported that pump touchscreen sometimes did not respond. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, was out of warranty, and was in process of obtaining new device, and no additional troubleshooting or corrective actions were documented.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.